Event description:
It was reported that the implantable pulse generator (ipg) was programmed incorrectly into single chamber mode which resulted in atrial therapies not being given. The ipg was reprogramed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.